Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 3002806535-2025-00117. Sections updated: b4 b5 g2 g6 h2 h11

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 3002806535-2025-00117.

Manufacturer narrative:
(B)(4). D10: 650-1058, item name: cer bioloxd option hd 40mm, lot #: 3213632, unknown adapter. 51-104160, item name: tprlc 133 t1 pps ho 16x152mm, lot #: 6994024. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the adapter may not have seated correctly on the stem. Caused the head to potentially sit higher than it should have, so doctor was unable to reduce hip. There was roughly a 10-15 minute delay as the surgeon was unable to reduce the patient¿s hip. He tried to separate the head/taper from the stem, but the taper remained on the stem while the head separated from the taper. He had to replace that stem with a new stem as the taper would not disengage. The procedure was completed using a new stem. There is no additional information available at the time of this report.